Event description:
A review of the download data for a (B)(6) female patient revealed several code 107's (multiple abnormal shutdowns). Zoll customer support contacted the patient and provided her with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) has been confirmed. As received, the monitor was experiencing resets. The cause was intermittent bga connections on u500 (dsp) on the c/a board sn (B)(4). The u500 had an intermittent connection. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation is planned for (B)(4) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.